Event description:
The customer reported that the device does not pass the daily operation test and shows an error with the paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.